Manufacturer narrative:
Voluntary event report was received. Medwatch: medwatch: mw5167917. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that right ventricular (rv) lead exhibited unspecified sensing problem and low defibrillation impedance. Insulation damage was also suspected. No intervention was performed, and lead remained implanted. Patient condition was unknown.